Manufacturer narrative:
The insulin pump had no button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. No unexpected restart alarm or external ram error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act button was intermittently. The customer's blood glucose was 290 mg/dl at the time of incident. The insulin pump will be returned for analysis.